Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok luer was cracked/damaged/deformed. The following information was provided by the initial reporter translated from japanese to english: "it was reported that deformation of the syringe tip was observed during inspection at togo medikit (1 case). Seven other defective products were reported." 41 samples were returned. Bdj confirmed 1 luer deformed, 2 barrel deformed, 17 embedded fm/black spots, 2 stopper deformed and 19 scale marking blurred.

Manufacturer narrative:
Forty one samples and nine photos received for investigation. Through visual inspection, poorly assembled stopper, damaged barrel, scale marking issue, damaged luer tip, embedded yellow stain on the flange, black spot on the outside of the barrel, and black stain on the tip of syringe are observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Fourier transform infrared spectroscopy was performed to identify the black stain. The foreign substance was composed of ink. Based on the teams investigation, possible root cause for: yellow stain is associated with resin from the molding process. Cleaning will be implemented. Black spot is associated with burnt material generating during the molding process and becoming injected into the syringe mold, embedding the burnt material as seen in the sample provided. Black ink stain is associated with excess ink during the marking process. Scale marking issue is associated with misalignment of the pads in marking process. Damaged barrel is associated with misalignment of the sensor. Correct positioning of the sensor will be implemented. Luer tip damage is associated by a hit or a jamming in assembly process. Poorly assembled stopper is associated with damage valve that does the silicone during the assembly of the plunger/stopper. Change of air valves will be executed. Manufacturing personnel will be notified and additional training to reinforce proper assembly will be performed.

Event description:
No additional information.